Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode of three sensors were missing when removed. The patient¿s blood glucose level was 6.7 mmol/l at the time of the incident. The device is not expected to be returned for analysis.